Manufacturer narrative:
(B)(4). Returned product consisted of a rebel stent delivery system (sds) with stent. The balloon was loosely folded and the stent is secure between the markerbands. The outer shaft, inner shaft, balloon and tip were microscopically examined. The proximal portion of the stent is damaged. There was no evidence of any material or manufacturing deficiencies contributing to the damage. There are numerous hypotube and shaft kinks. Inspection of the remainder of the device presented no other damage or irregularities. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on analysis completed on 17-nov-2017. It was reported that crossing difficulties were encountered.   The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 12 x 2.50mm rebel stent was advanced but device was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.   However, returned device analysis revealed proximal stent damage.